Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, white calcification, green mold like appearance, deformation. A weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: no other observation observed. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. Additional, changed, and/or corrected data: reason for reoperation: bia lymphoma-alcl, lump/nodule, rupture and seroma-late.

Event description:
Physician reports left side alcl, seroma, lump, and rupture. Pathological markers cd30+ and alk- were confirmed for alcl diagnosis. The device was explanted.

Event description:
Physician reports left side alcl, seroma, lump, and rupture. Pathological markers cd30+ and alk- were confirmed for alcl diagnosis. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl, lump/nodule, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports left side alcl, seroma, lump, and rupture. Pathological markers cd30+ and alk- were confirmed for alcl diagnosis. The device was explanted.

Event description:
Healthcare professional reported that the patient had emergency surgery on (B)(6) 2019 to drain the seroma.